Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: difficult to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after completing step #3 (thumb advancer deployment), resistance was felt and force was required to depress the deployment button. The clip deployed in the vessel, but to ensure hemostasis was achieved, ten minutes of manual compression was applied. No adverse pt effects were reported. Though requested, no additional information was provided.